Event description:
The device was used during an ectopic pregnancy procedure. It was reported the ez35w was used to ligate and divide the fallopian tube near ectopic. In the first firing, a loud, "crunch" was heard and the instrument would not release from adnexa. A mini lap was performed and the instrument was excised from the pt. The device is to be sent to the hosp risk manager.

Manufacturer narrative:
A1,2,3,4;b6,7;d10: info unavailable. D5,6;h4,6: info unavailable, device not returned for analysis.